Event description:
It was reported that during a routine device replacement procedure, the physician observed insulation damage on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: product ID: addr01, ipg, implanted: 2007-(B)(6). (B)(4).